Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. The manufacturer's field service engineer confirmed the reported problem and replaced the front bezel to address and correct this reported event.

Event description:
The customer reported a ventilator with a faulty nav-ring. It was not known when this event was first observed; however, there was no allegation of harm associated with this report.